Event description:
According to the reporter: the jaws do not close and there is greater resistance in the handle. The device is being evaluated internally by covidien. It was sent by the (B)(4) team to (B)(6) for evaluation.this device was not used on a patient or in a hospital. It is being evaluated for marketing purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).